Manufacturer narrative:
(B)(4). The distributor in (B)(4) determined that the most likely cause of the reported event was a malfunctioning main pcba. The distributor in (B)(4) was shipped a replacement main pcba to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the distributor in (B)(4) for the return of the alleged faulty main pcba for evaluation. As of the (B)(6) 2015 the alleged faulty main pcba has not been received.

Event description:
The distributor in (B)(4) reported that while testing the device they found that the device's optical encoder was not working ant they were unable to make any changes to the device's settings. There was no report of patient involvement.

Manufacturer narrative:
Failure analysis: received vela main pcba pn: 52850 rev n, sn: (B)(4), from rga: 49321. Visually inspected part. Installed in known good unit pn: 16532-00 sn: (B)(4). Optical encoder gets stuck on up or down when turning the knob as if knob continues to turn that way. Turning knob slightly makes the list scroll slow while major turns scrolls faster. The encoder is reading the position of the knob with 4 fixed reference positions, instead of using the previous position as a reference. Tried re-downloading main software version 03.02.00 but the download would run through and finish immediately saying that the download was complete. Downloading the previous main software version 02.02.16 the download runs normally and successfully downloads. The optical encoder issue persists with this software version. Trying to download software version 03.02.00 again, the download runs the same as before saying that it was completed however the vent still has version 02.02.16 downloaded. The encoder circuit produced the correct square wave signal on the encdrpha and emcdrhb outputs when the knob was turned. After replacing the low pass filter (stf701) the issue persisted and the outputs signals remained correct. Findings/root-cause: the issue is isolated to the aft1504asvl chip located at u500 on the main board. Aft1504asvl chip does not translate signal from encoder to the cpu properly.